Event description:
When the device was used during a rectum procedure, it did not staple, a crunch was heard and two open shape staples were seen in the patient's body. This resulted in a large rectum opening. The case was completed using sutures. The patient developed a small intestine obstruction post operatively, which required a small intestine resection. The patient is recovering without any other reported complications.